Manufacturer narrative:
Per the user guide: use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 600 mg/dl. Bolus via pump was delivered to address bg. Customer had inadvertently forgot to bring extra cartridges while traveling. Customer reused the current cartridge. Tandem technical support informed customer that per labeling, cartridges are single use. Reportedly, customer obtained additional supplies.